Event description:
Variable screws backed out of a 3-level blue ridge cervical plate approximately 7 weeks post-op. Pt has been revised.

Manufacturer narrative:
The explanted plate and screws have not yet been returned to the MFR but are expected to be. Once received, they will be evaluated along with x-rays to try to determine potential causes of the back-out. In the interim, the x-rays received thus far are being reviewed and discussions are underway with the surgeon. No firm conclusions can be drawn at this time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual and microscopic evaluation of the subject part(s), the exact cause of the reported issue cannot be ascertained. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of all applicable risk related documents and labeling was performed as part of the investigation and properly documented.